Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit does not start correctly.

Manufacturer narrative:
Corrected fields - d5,e2,e3. A getinge field service engineer (fse) intervened on our system, cardiosave in the cardiology unit and have no name, the system in question still does not start correctly. Fse spoke with the customer and there was a misunderstanding (user error). The customer informed the fse that the unit is functional at this time. H3 other text : customer handled the issue